Event description:
Non-integration reported. It was reported that the implants at tooth sites 12 and 16 failed to integrate due to bone loss and infection and were removed.

Event description:
Non- integration reported.